Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced and recalibrated. The pin insertion guide was evaluated and repaired. The tube was evaluated and reseated. The system was tested and found to be working as intended.

Event description:
The customer reported that the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.